Event description:
It was reported that the colonovideoscope had snowflake in image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. E1: address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout during startup. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image blackout during startup was caused due to corroded ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.